Event description:
A consumer reported via television she had essure inserted for permanent birth control. On an unspecified date, right after insertion, the consumer experienced painful symptoms: it hurt to sit, to stand, to lie down. Her anxiety was so severe. Once she realized the debilitating pain could be linked to essure, she looked into having it removed. Her gynecologist said the only way to remove the essure was by hysterectomy. With that surgery, every symptom she had was gone just three months later. Unable to f/u with consumer for further info.